Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000109017.

Event description:
It was reported that the patient's system was unable to enter MRI mode and the patient was experiencing ineffective therapy, both as a result of high impedances on one of the patient's leads. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue. Investigation was unable to determine which of the leads attributed to the event.